Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4), smartablate pump, model and serial numbers unknown, pentaray nav eco catheter, model # d-1282-08-s, lot number unknown, c3 ez steer cs catheter, model # d-1263-06-s, lot number unknown, soundstar eco catheter, model # m-5723-15, serial number unknown, mobicath small curve kit, model # d-1400-10, lot number unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was noted that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was observed via intracardiac echocardiogram and confirmed via transthoracic echocardiogram. Pericardiocentesis yielded 120cc. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered. It was thought that the physician¿s opinion regarding the cause of the adverse event was that it was procedure-related, although no specific incident was mentioned.